Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the leads were explanted and replaced. Therapy was restored post-op.

Event description:
It was reported patient's leads had migrated and lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.